Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial and right ventricular leads exhibited poor pacing functions. It was noted that the leads exhibited high capture thresholds and were dislocated. During lead repositioning procedure, the helix could not be retracted. The leads were explanted and replaced. The patient was stable.